Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to defective inspiration valve nt. As a resolution, vyaire technical support advised to cross check the device with another insp valve nt kit and it works fine.

Event description:
It was reported to vyaire medical that the bellvista1000 tf 400 - inspiration valve or device leaky happened prior patient use. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows that the insp valve error 6: triggered 64 times between 14-jun and 25-aug. Tf 400 was triggered 10 times between 12-aug to 25-aug-2023. Advised customer to perform the inspiration valve/block test as per instructions, cross check with another nt valve kit and send logs for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.